Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6090965. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been initiated for documentation related to this issue of front rear barrel separation to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the body of the safety mechanism for a 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter broke apart upon activation, leaving the needle exposed. No injury or medical intervention was reported.